Event description:
It was reported that balloon tear occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, the balloon was torn when trying to cross the lesion. No patient complications were reported.